Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading occurred using the same sensor. Reportedly, the cgm bg reading was 159 mg/dl, and the meter bg reading was 78 mg/dl for the first event and cgm bg reading was low and the meter bg reading was 119 mg/dl for the second event. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.